Manufacturer narrative:
(B) (4) - other (failure to extend/retract). The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported to boston scientific corporation that an injection gold probe needle was used during an esophago gastro duono procedure for treatment on a gastric ulcer, on a (B) (6) male patient performed on (B) (6) 2009. According to the complainant, during the procedure, the needle would not extend out or retract. The procedure was completed with another injection gold probe needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be that the patient tolerated the procedure well.